Manufacturer narrative:
Batch review performed on 11 november 2019: lot 122551: 40 items manufactured and released on 29-aug-2012. Expiration date: 2017-07-30. No anomalies found related to the problem. To date, 40 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. When the surgeon was revising the patient (7 years after primary surgery), he noticed that the patient had a loose stem. The surgeon revised the stem, head, and liner and the surgery was completed successfully.